Manufacturer narrative:
(B)(4)

Event description:
It was reported that the balloon became stuck in the lesion and tip detachment occurred. The 99% stenosed, 40mm long and 4.0mm vessel diameter target lesion was located in a mildly tortuous and severely calcified popliteal artery. A 3.50mm x1.5cm x140cm small peripheral cutting balloon&#59398;flextome monorail was selected for use. A non bsc guide wire was advanced to the target lesion; however, the guide wire was noted to have slacked. The balloon catheter was inserted to the patient's body and was inflated twice at 6atms each. Upon removal of the device, it was noted that the device became stuck in the lesion. The physician forcibly removed the balloon catheter and observed that the device was kinked and subsequently the tip separated from the shaft and remained inside the patient's body. Snaring was done and successful removed the tip from the patient's body. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the balloon identified no issues with the balloon profile. The balloon was loosely folded. There was blood on the outer surface of the balloon. A visual examination identified the shaft was separated at the guidewire exit port. The separated ends were stretched indicating the separation was due to tensile overload. There were multiple hypotube and shaft kinks. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that the balloon became stuck in the lesion and tip detachment occurred. The 99% stenosed, 40mm long and 4.0mm vessel diameter target lesion was located in a mildly tortuous and severely calcified popliteal artery. A 3.50mm x1.5cm x140cm small peripheral cutting balloon&#59398;lextome monorail was selected for use. A non bsc guide wire was advanced to the target lesion; however, the guide wire was noted to have slacked. The balloon catheter was inserted to the patient's body and was inflated twice at 6atms each. Upon removal of the device, it was noted that the device became stuck in the lesion. The physician forcibly removed the balloon catheter and observed that the device was kinked and subsequently the tip separated from the shaft and remained inside the patient's body. Snaring was done and successful removed the tip from the patient's body. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.